Event description:
Event reported by attorney. Legal complaint states the following; plaintiff had desara sling implanted on (B)(6) 2009. Plaintiff received anterior repair, and urethral sling surgery as pt was experiencing urinary incontinence and prolapsed uterus. Dr. (B)(6) performed cytocele surgery at (B)(6) medical center. Pelvic mesh was removed on (B)(6) 2012 by dr. (B)(6) and dr. (B)(6) at (B)(6) medical center. Plaintiff claims to have consented to have the pelvic mesh removed due to post menopausal bleeding which led to the discovery that the mesh was eroding through the vaginal wall. Plaintiff claims to have to have suffered bodily injuries such as bleeding, infection, erosion and removal surgery as a result of the pelvic mesh. Plaintiff claims to currently experience and suffer from recurrent urinary incontinence and pain.